Manufacturer narrative:
Anchor and inserter were returned for evaluation, with no suture. Dimensional inspection of the anchor met print specifications. A review of the device history records) and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Due to these observations, no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a hip arthroscopy procedure, using osteoraptor 2.3 w/ 1ub white, two anchors pulled out after insertion. No portions of pulled out anchors were left in the patient's body. There was a procedural delay of 5 minutes. The procedure was completed using a back-up device and using the same hole where the previous anchors pulled out. This incident did not result in any patient injury or complications.